Event description:
It was reported that the bd alaris smartsite gravity set line had broken at top of the line below the drip chamber and leaked. The following information was provided by the initial reporter: (B)(6) had placed patients IV and attached the IV to a primary line with ns attached. Rn was walking patient from IV start room to infusion room and when to hang the bag of ns onto the IV pole when she all the sudden got wet. She realized that the IV line had broken at top of the line below the drip chamber.

Manufacturer narrative:
H6: investigation summary the customer reported drip chambers breaking, and provided a picture of the failure. The photo verifies the complaint of drip chamber separation. The material, lot, and failure are consistent with an ongoing project at the manufacturing site to address the issue and work on the glue application process to the drip chamber junction. However, the root cause of this failure can not be definitively identified without a failure investigation. The manufacturing site will continue working on the issue. Device history record review for model 47177e lot number 22069601 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set line had broken at top of the line below the drip chamber and leaked. The following information was provided by the initial reporter: (B)(4) - rn had placed patients IV and attached the IV to a primary line with ns attached. Rn was walking patient from IV start room to infusion room and when to hang the bag of ns onto the IV pole when she all the sudden got wet. She realized that the IV line had broken at top of the line below the drip chamber.